Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead underwent a thorough analysis. Resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Dried blood and body fluid was noted throughout the helix mechanism. Analysis concluded the helix functioned appropriately. Analysis could not determine a reason for the reported clinical allegation. Electrically, the lead was continuous.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed failure to capture and decreased sensing. A chest x-ray was performed revealing a perforation with small pneumothorax. No pericardial effusion was noted on the echo. The patient was stabilized. No asystole was reported. A lead revision procedure will be performed. No further adverse patient effects were reported.

Event description:
Additional information was received: a revision procedure was performed. This lead was removed and replaced with a non-boston scientific lead. No adverse patient effects were reported.